Event description:
It was reported that a spectrum infusion pump was alarming upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant upstream occlusion alarms. The evaluation found the upper reading on the ultrasonic sensor to be low due to a failed upstream sensor, which caused the reported symptom. The failed upstream sensor was replaced.